Event description:
It was reported that the staff received a helium leak, purge failure, and helium loss alarms. As a result, the staff switched the pump to a mass general pump at the end of the transport. There was no report of patient complications, serious injury or death. The field service agent (fsa) tested the pump after the case. The pump checked out ok for all functions and signals. The fsa could not duplicate the alarms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of helium loss alarms is not able to be confirmed. The reported issue was not able to be replicated and the pump passed functional checkout by the field service agent. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the staff received a helium leak, purge failure, and helium loss alarms. As a result, the staff switched the pump to a mass general pump at the end of the transport. There was no report of patient complications, serious injury or death. The field service agent (fsa) tested the pump after the case. The pump checked out ok for all functions and signals. The fsa could not duplicate the alarms.